Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two clips were successfully implanted. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2025, the patient continued to be symptomatic. Additional tests are scheduled to determine cause.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported insufficient information or dyspnea. Based on available information, a cause for the reported dyspnea could not be conclusively determined. The reported patient effect of dyspnea, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.